Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the device noted that the wire was broken by tension overload near to the distal section end 323cm from the proximal section and the distal tip was not returned. Also, it has the wire kinked in the middle of the device. Overall length and od of the the distal tip were not measured due to the device condition. Od of the distal end near to the broken section, the middle of the device and proximal section were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-00033. It was reported that a rotawire separation occurred. The greater than 90 degree angle, target lesion was located in the proximal circumflex artery. A rotablator burr and a rotawire were selected to treat the target lesion. During procedure, the physician was able to perform ablation for five passes; however, on the fifth pass, it was noted that about 5cm from the tip of the rotawire was separated. The target lesion was then stented proximally and the rotawire fragment was left in the distal circumflex artery. The procedure was completed with a different device. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-00033. It was reported that a rotawire separation occurred. The greater than 90 degree angle, target lesion was located in the proximal circumflex artery. A rotablator burr and a rotawire were selected to treat the target lesion. During procedure, the physician was able to perform ablation for five passes; however, on the fifth pass, it was noted that about 5cm from the tip of the rotawire was separated. The target lesion was then stented proximally and the rotawire fragment was left in the distal circumflex artery. The procedure was completed with a different device. There were no further patient complications reported and the patient's condition was fine.